Manufacturer narrative:
(B)(4). Baxter evaluated the device in question and all keys performed as expected and no keys resulted in an incorrect response or double entry. However, the evaluation "ac unplugged, ac plugged in" notification tones while the pump was on ac and battery power only caused by a failed back flex. At the time, the date of event is unknown.

Event description:
It was reported that the row (".", #4, #5 and #6) keys on a pump keypad are "double tapping." It was also reported that there was no patient involvement.